Event description:
It was reported while transporting a patient, the cot battery allegedly died and the cot would not function in power mode. A backup medic was called to continue the transport on a different cot. The complainant did not advise if they attempted to use the manual mode function. No injuries or adverse affects were reported as a result.

Event description:
It was reported while transporting a patient, the cot battery allegedly died and the cot would not function in power mode. A backup medic was called to continue the transport on a different cot. The complainant did not advise if they attempted to use the manual mode function. No injuries or adverse affects were reported as a result.

Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainant's location. A visual and functional evaluation was conducted. The incident could not be duplicated by the authorized technician, nor were any malfunctions found during the evaluation that would have contributed to the reported incident. The complainant later reported they failed to properly charge the batteries prior to use. Sufficient operator instructions for charging the batteries are provided in the IFU. The manual release was found to be operational.